Event description:
It was reported that during implant procedure helix of patient's right ventricular (rv) lead was not able to be retracted. Further it was noted that the lead was stuck inside patient's body and helix was damaged. The lead was not installed and the procedure was completed using an alternate lead on (B)(6) 2025. The patient was stable.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. The reported event of helix damage was not confirmed. As received, a complete lead was returned in one piece. Visual examination of the lead found the helix was partially extended and clogged with blood/tissue. After cleaning and applying torque directly to the connector pin, the helix was able to retract and extend. The measured helix extension length was within specification. The cause of the reported event of helix mechanism issue was isolated to the helix clogged with blood/tissue. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts. No anomalies were found.